Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s daughter received an alert on her follow app that the patient¿s bg had decreased. An ambulance was called and the patient was found unresponsive. The patient was treated with saline via intravenous (IV) therapy and transported to the hospital. The patient gained consciousness once at the hospital. It was reported the cgm displayed 4.3 mmol/l; however, the bg was 1.2 mmol/l. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.